Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, a split haptic was observed in the outer third of the lens while placing it in the anterior chamber. Additional information has been received indicating that there was no contact between the claimed product and the patient. The surgery was completed on the same day without any harm or impact to the patient.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was not returned. One photo provided by reporter shows carton of reported complaint lot. No determination could be made from this photo. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A qualified cartridge and viscoelastic were identified. Associated handpiece was not provided. It is unknown if qualified handpiece was used. The company lens is only qualified for use in the company cartridges and company handpiece. The product investigation could not identify a root cause for the reported complaint. The product was not returned. It is unknown if qualified handpiece was used. The lens model is only qualified for use in the company cartridges and company handpiece. The IFU instructs: company foldable iols are qualified for use with company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).